Manufacturer narrative:
Block h6: device code a0501 is being used to capture the reportable event of cap detachment of device or device component.

Event description:
Note: this report pertains to one of two overstitch sx endoscopic suture systems used in the same procedure. It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the distal straps became loose and the endcap detached. The physician attempted to use a second overstitch sx, which also had loose straps and the endcap detached. The procedure was completed with a new overstitch sx. There was no patient complications reported as a result of this event.